Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was shot and the bullet hit the device header, which subsequently, the device started exhibiting high out of range right ventricular (rv) lead pacing impedance measurements of greater than 2000 ohms, failure to capture, and high capture threshold measurements. Ultimately, the device and rv lead were explanted. The rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.